Event description:
Pt. Seen for 1st treatment for iontophoresis, 2 electrodes were placed appropriately, upon conclusion of treatment, electrodes were removed & there were several small blistersinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: telemetry failure. Conclusion: no failure detected and product within specification, there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.